Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 6-8x30 rx acculink jumped during deployment in the moderately tortuous target lesion in the left internal carotid artery. A second 6-8x30 rx acculink was implanted to cover the remainder of the lesion. There were no adverse patient sequelae and no clinically significant delay in the procedure. The physician acknowledged that the stent may have jumped due to the tortuous nature of the anatomy. There was no additional information provided.